Manufacturer narrative:
The product has not been returned. The product investigation is pending. Concomitant bwi products: product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow irrigation pump; us catalog # cfp002; serial # (B)(4). Product: carto 3 system; us catalog # fg540000; serial # (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient's medical history is unknown. The patient became hypotensive and had a pericardial effusion. The patient required pericardiocentesis, 200 cubic centimeters (cc) of fluid were removed. No further information is known regarding the patient status. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
As the lot # 16076713m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.(B)(4)